Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and confirmed that the pump was under warranty. Customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery. Customer was also instructed on how to put the pump into storage mode and to return the faulty pump using a pre-paid label, both of which were acknowledged.